Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was inserted via a sheath into the left femoral artery. After the iab was in place, the pump was switched on; however, the membrane did not inflate. The md used fluoroscopy to investigate if part of the iab was stuck in the sheath. They found that none of the iab was stuck in the sheath. The hospital staff tried to initiate inflation manually with a syringe, however, this was not successful. The iab and sheath were removed as one unit and another iab was inserted without difficulty.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.